Event description:
It was reported that a cathena 22gx1.00in straight bc can not administer medication with 100% precision.

Manufacturer narrative:
Investigation summary: customer returned photos of 3/10cc, 8mm, 30g syringes. Customer states that not possible to deliver insulin, they are inaccurate. The photos were examined and no defects were observed on the syringes shown. It is difficult to determine the accuracy of the scale markings without the physical samples. A review of the device history record was completed for batch# 8036873. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cathena 22gx1.00in straight bc can not administer medication with 100% precision.